Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va17h0b, product type: lead. (B)(4). Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastr ointestinal/pelvic floor. It was reported that the trial procedure was a total success but after having the permanent surgery done, he has had one issue after another. It was stated that the device was not helping at all initially following implant, however patient went back and they made some adjustment , it did improve somewhat but was not even close to how effective the trial was. Patient had gone in for reprogramming 3 times and recently after he went in for a couple of days, it was going pretty good but then patient experienced a loss of therapeutic effect again. Patient had "three issues" with urination this morning alone. Patient also reported that he had seen in patient literature that it was important to be awake during the implant procedure but he was not awake during his. Patient was feeling stim on the day of this call. It was indicated that prior to calling, patient changed his program to program 3 at 2.4v. However, later in the call patient reported he changed the program back to program 2 but was not feeling stim sensation on program 2. Patient stated he would stay on program 2. Patient was able to increase amplitude on program 2 to comfortable spot where he was feeling stim sensation. It was indicated that the fall could be related to the issue. Patient had a fall after recovering from a stroke about two weeks prior to this call. There was not 50 percent symptom control. Patient had informed their healthcare provider (hcp) about the loss of therapeutic effect and his fall when saw the hcp a day prior. Patient stated hcp looked at his implant site and said he had an infection. There was also a concern about possibility of the lead being infected as well. He had some soreness at the implant site but had just attributed it to the surgery and was hoping to get used to it. Patient reported he was diabetic, so there was a concern that he does not heal as quickly. Treatment included oral antibiotic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.